Event description:
During a coronary drug eluting stenting treatment procedure, the stent embolized from the balloon. The lesion being treated was 99% stenotic, severely calcified in a moderately tortuous circumflex artery (cx). The physician attempted to direct-stent the lesion with a taxus express2 2.5 x 24 mm stent. Prior to deploying the stent, the physician pulled on the stent delivery system (sds) and the stent caught on some calcium. The stent then dislodged from the balloon in the left main coronary artery (lm) leading to the cx. The guide catheter was exchanged for an ebu and a bmw guidewire was inserted. A 2.5 x 20 mm crossail balloon was advanced and inflated to successfully capture and remove the dislodged stent. No injury or patient complication was reported. Patient status is reported to be "satisfactory/good".